Event description:
Additional information found while reviewing the patient device registry noted that the patient had a pulmonary artery conduit implanted approximately 4 years prior to the placement of the pulmonary homograft. The reason for the pulmonary valve conduit revision is unknown.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6).

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The conduit was removed for unknown reason. Conclusion: the device history review is in process once the review is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.